Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-05913, and 3005099803-2009-05914 for a description of the other devices. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009. According to the complainant, the patient was being treated for a bleed in the area of the ampulla, post sphincterotomy. They utilized an ercp scope for this procedure. Using an injection gold probe, they put the needle out and injected the bleeding area with epinephrine. After the injection, the needle would not retract, therefore, they could not apply cautery. They used another injection gold probe needle to inject a second round of epinephrine into the bleeding area. When they attempted to retract the needle of the second injection gold probe to remove it from the scope, it would not retract. They then used a hemostatic clip to attempt controlling the bleed. They introduced the clip over the elevator and the clip broke; the clip was still attached to the catheter, but it would not deploy. Per the technician in the case, the bleeding was not considered to be serious. They aborted the case with the patient still bleeding. They will determine what steps to take next to stop the bleeding. It is unknown at this time what those steps will be. Further information was not able to be obtained from the site. At the conclusion of this procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).